Event description:
Initial use of the conmed electrocautery units caused fisher paykel peripheral nerve stimulators model s252 to randomly turn on and off. Also the settings on the nerve stimulators were randomly altered. Please note that the nerve stimulators did not misfire i.e. They did not deliver an unintentional stimulus. This random alteration in the nerve stimulator settings and on/off status occurred during normal use of the conmed units under normal operating circumstances. Rptr noted that the closer the pencil tip of the cautery was to the pns units the more disruptions occurred. Disruptions occurred with distances of 2-3 feet but were more frequent with distances of less than 1 foot. Bio-med department duplicated the events. Rptr found that it only occurred when the cautery setting (not the cut setting) is utilized and that the pencil tip had to be within approximately 1/4" of the pns. When these two scenarios were in place the nerve stimulators turned on and off randomly and their settings were altered. Again, please note that the pns units did not deliver any unintended stimulations. Rptr did not change any "shield" features so they are unsure of how the proximity of the units of each other became less of an issue. Rptr can now use these pieces of equipment under normal operating circumstances and not have interference from the cautery to the nerve stimulators. Rptr did not experience any activity that harmed any pts. Rptr is reporting this in case there have been similar occurrences and to obtain any recommendations.